Event description:
It was reported that a 1/8 inch hemovac drain clotted off while a pt was in the recovery room. It was reported that the reservoir and connecting tube up to the junction of the drain tube were changed, but it still clotted off, causing the blood to drain through the incision. It was reported that all drainage had been contained by the surgical dressing and was stated to have posed no unanticipated bodily fluid exposure to the staff. No medical or surgical intervention was reported. The reporter was unaware of any product deformations such s kinks, bends, or flattening of the product observed prior to use, when product was removed from the packaging.